Manufacturer narrative:
Exact date unknown, event occurred over the years the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: linear st lead kit 50 cm; upn: m365sc2218500; model: sc-2218-50; serial: (B)(4); batch: 14980602/5008383.

Event description:
It was reported that the patients pocket site was tender and the skin covering the ipg was not holding up. It was confirmed to have a skin breakage. The patient underwent an explant procedure and was doing well postoperatively. All device components will not be returned.